Event description:
Information received from the field notes that stored egms showed noise on the ventricular channel followed by several beats of non-capture. Lead impedance was consistent at 371 ohms and capture was still good in bipolar at 0.75 v, 0.5 ms. No sensing was available due to the patient's pace- maker dependency. The noise and loss of capture was not reproduced with isometrics. The device was programmed to doo mode at 7.5 v, 0.5 ms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received